Event description:
"Erythemata and subcutaneous nodules at the injection sites 3 weeks after the injection. Symptoms are continuous. Patient returned on the 17/03. Patient is satisfied with the results but disappointed with the local reaction. Pt hopes to continue the injections." The patient was prescribed oral "cyclines".